Event description:
It was reported that the pump was to be replaced due to a "connection issue": catheter and pump disconnected. No pump alarms were heard. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).